Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, product lot/serial number: unknown}, product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vulvoplasty was performed due to a bicuspid aortic valve. Upon valve deployment, the valve dislodged ventricularly to a depth of approximately 13 mm. After the valve dislodged, moderate paravalvular leak (pvl) was noted. Subsequently, non-medtronic surgical valve was implanted in the patient to resolve the pvl. No additional adverse patient effects were reported.